Manufacturer narrative:
Product is not returned as it is still in service. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude and was found dislodged during post operative check. The patient underwent surgical intervention to reposition the lead. The lead remains in service. No adverse patient effects other than procedure to reposition.